Event description:
Ms (B)(6) experienced an allergic reaction to kotex panty liner and pad product samples that she rec'd in the mail. Ms (B)(6) stated that she used the free samples, at which time, approximately 8-12 hours later, she began to experience discomforting symptoms of itching, swelling, and burning of the labia genitalia area. Consumer did consult her ob/gyn who examined her on (B)(6) 2010, and diagnosed her symptoms as an allergic reaction, and prescribed her "prednisone" for her symptoms.